Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation in the eye part of the optic was observed to be missing. The lens was explanted through an enlarged incision and a back-up lens was implanted successfully during the original surgery session. The incision required sutures due to enlargement. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received identifies that the user experienced resistance when the lens moved from the cartridge to the nozzle. The rayone IFU "use of rayone" " section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The device associated with the event has been discarded by the healthcare facility. The user continued injection even after resistance was encountered, which is a deviation from the IFU.

Event description:
On 21st august 2024, rayner received notification from its distributor in brazil of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation part of the optic was observed to be missing.